Event description:
It was reported that during set-up, the system displayed error codes e4, e10, and e33, all associated with the temperature monitoring functions of the hx2. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The product was repaired in the field and the part was returned to the MFR. The surface mounted resistor was missing from the board, although it shows that the resistor was originally installed. The board was repaired. This report is being submitted to the FDA as a result of a retrospective review of product complaints.